Manufacturer narrative:
Based on the results of the hardware evaluation performed, it was concluded that the returned amplifier functioned as expected. The hardware evaluation focused on the basic functions of the returned amplifier such as communication, signals acquisition/amplification and data processing. No abnormal operating symptoms or unexpected abnormal functions under normal operating condition were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided and the investigation performed, the cause of the reported signal loss could not be conclusively determined.

Event description:
During the procedure, the signals from the amplifier were lost. Checking the connection and restarting the amplifier did not resolve the issue. The procedure was cancelled. There were no patient consequences.